Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with complaints of being short of breath, feeling dizzy and the device being programmed at vvi 65. The patient had recently completed a course of radiation therapy. The implantable pulse generator (ipg) likely underwent a full power on reset. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.